Event description:
It was reported the patient had their pump removed. It was stated the pump "had flipped many times since implant and was able to see and feel the catheter connection pushing against his skin." It was reported the patient was awaiting plastic surgery on his abdomen, and the pump only contained saline at the time. No pt outcome was reported. When implanted, the medication being delivered via the device system was dilaudid.

Manufacturer narrative:
(B)(4).